Manufacturer narrative:
The manufacturing location was unknown. The date of manufacture was unknown. The actual device was returned and is currently pending evaluation. Once reliability engineering evaluates the device, a follow-up medwatch will be submitted. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was duplicated and confirmed. The assignable root cause was determined to be motor or electronic control unit assembly failure due to usage wear over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a veterinary tibial plateau leveling osteotomy ¿tplo¿ surgery, it was observed that the small battery drive device had intermittent operation. According to the report, the user could hear the device ¿try to start¿ and the gears grinding. The reporter stated that the device would not always work. The device was tested with different battery devices, and the same result was observed. As a result, there was a ten minute delay to the surgical procedure. An identical spare device was available for use. There was animal patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.